Manufacturer narrative:
The patient's history of right heart failure and ventricular tachycardia are captured in MFR # 2916596-2021-02366. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was found unresponsive on their bathroom floor by a family member on (B)(6) 2021. The family member had gone down stairs for a few minutes and when they returned the patient was down, the modular cable was disconnected, and the device was alarming. The family member contacted emergency medical services (ems). Upon arrival at the hospital the patient's pupils were fixed and dilated, and there was no spontaneous breathing. Review of the log files showed that two pump stops had occurred, both caused by driveline disconnects. The first occurring on (B)(6) 2021 at 6:25 am and lasting for 25 seconds. The second also occurring on (B)(6) 2021 at 8:25 am lasting for 12 minutes. The second of the two pump stops was resolved by the family member reconnecting the driveline. The low flow alarms were found to be caused by cardiac arrest, which occurred while the patient was down. Also, the clock was noted to be an hour behind the true time. The patient was known to have a history of right heart failure and ventricular tachycardia, and had a tracheotomy. The patient was recently hospitalized for bacteremia pneumonia, and was then discharged to the transplant house prior to this event. During this admission the patient was given a head computed tomography (CT) scan. The results of the head CT were as follows: "no acute intracranial process. Mild generalized volume loss. If further clinical concern persists this would be better evaluated with magnetic resonance imaging (MRI)." However, shortly after the CT scan the patient was withdrawn from support as the patient expired. The patient was cremated and the pump would not be available for return. This event was also reported within manufacturer report number 2916596-2021-02235.

Manufacturer narrative:
Manufacturer's investigation conclusion: the device history records were reviewed for the system controller (serial #: (B)(6) ) and the system controller was found to pass all manufacturing and qa specifications before being shipped to the customer on 08dec2016. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including driveline disconnect and pump stop alarms. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The reported event of driveline disconnect alarms were confirmed via the log file. The system controller was not returned for analysis; however, two log files were submitted for review. A review of the downloaded log files showed overlapping events spanning approximately 3 days (14apr2021 ¿ 17apr2021 per time stamp). On (B)(6) 2021 between 05:53:28 ¿ 05:53:54 and between 07:25:18 ¿ 07:37:54, driveline disconnect and lvad off alarms were active and followed by pump stops. Additional provided information communicated on 20apr2021 stated that the patient was found on (B)(6) 2021 unresponsive with the modular cable disconnected. The patient was reconnected and transported to a hospital and was withdrawn from support following expiration. The log file was reviewed, and two pump stops due to driveline disconnections were confirmed. Additional provided information communicated on 28apr2021 stated that the system controllers are available for return. Good faith efforts were sent to retrieve additional information regarding the return of the system controllers; however, no response was received. To date, no product has been received at abbott. The root cause for the reported event was unable to be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.